Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a product performance issue. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.